Manufacturer narrative:
Analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block, intermittently, during approximation of the instrument, the latch cam advanced to the rod slightly and the support block. Upon activation of the approximating button. As corrective action, process modifications were implanted to mechanically prevent the rod from lifting and eleiminate further occurnece of this condition.

Event description:
During a lung resection procedure, the instrument jammed. The hospital has reported that no pt injury occurred.